Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully retracted and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of time during helix retraction.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure, a right atrial lead was attempted but could not be implanted due as the helix could not extend or retract. It was also noted that the stylet could not advance into the lead. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.